Event description:
It was reported that 3 cleo infusion sets leak at the site after application was done. The patient placed the cleo 90 on the back of his arm in a new site. The adhesive applied smoothly with no issues, but the site still leaked between the adhesive patch and the hard plastic piece. There was a patient involvement and there were no additional adverse consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.